Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with heavy calcification and moderate tortuosity. The 3.0x38 mm xience alpine stent delivery system (sds) was advanced and the proximal shaft of the sds became broken. The sds was simply removed without issue. Another xience alpine sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported shaft break was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and moderately tortuous artery causing the reported failure to advance and subsequent shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.